Manufacturer narrative:
On 04-mar-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and instructed the customer to replace the solenoid valve #2. This returned the instrument to normal operation. The most probable cause of the reported event was due to a failure of buffer solenoid #2. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported low pressure with their g8 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.